Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06939. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During preparation, outside the patient's body, abnormal noise was heard and it was noted that the rotawire became fractured. The procedure was completed with a new raotawire and a new rotalink¿ plus. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device for this complaint device and the rotawire for the related complaint. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The annulus of the burr was damaged, flared and not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use at a high speed. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so, it wasn¿t able to get any speed. The advancer was dismantled the ultem was found to be melted. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06939. It was reported that a rotawire fracture occurred. A 1.50mm rotalink plus and a rotawire were selected for use. During preparation, outside the patient's body, abnormal noise was heard and it was noted that the rotawire became fractured. The procedure was completed with a new raotawire and a new rotalink plus. No patient complications were reported and the patient's condition was stable.